Event description:
It was reported that ongoing occlusion alarms occurred. There was no adverse impact to the customer¿s blood glucose level as it did not exceed 500 mg/dl. To address the issue, the customer was instructed by cts to perform several troubleshooting steps including disconnecting tubing and delivering boluses. The bolus was successfully completed and the resolution involved the customer replacing supplies as necessary and resuming insulin therapy.